Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an altitude alarm while wearing the pump underneath an undergarment. The customer cleared the alarm. The blood glucose level was not impacted.